Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent c5/6 anterior cervical discectomy fusion. Post-op, patient had pain after the surgery. Allegedly, "patient feels that the screws sticking out of her neck as well as when she touches that area of her neck it throbs".